Event description:
Customer reported that the pump was alarming for occlusion and when she opened the door and took the tubing out, she saw that the upper silicone segment had ballooned. It is believed that normal saline was infusing at the time. No pt harm or medical intervention occurred. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 15 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. The root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.